Event description:
It was reported that during a procedure, the handpiece leaked air. There was a 15 minutes delay in the procedure. There was no medical intervention alleged with this event.

Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A follow-up report will be filed once the investigation is complete.